Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by (over-insertion), not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the tfcc (triangular fibrocartilage) hand procedure, surgeon was using a 2.5 pushlock to anchor the sutures, to bone. Surgeon initially drilled with a 1.8mm drill using the drill guide as a depth stop and then entered the pushlock into the hole until it was flush w/ the bone. Surgeon pulled on the suture and the anchor came out and was broken in half. Surgeon went up to the 2mm drill that's included in the kit and once the anchor was down flush with bone, the same result happened. Surgeon tried two more times in a different part of the bone drilling new holes, each time resulted in broken anchors. Surgeon then decided he would tie the suture, instead of trying to use more anchors. The surgery was completed, with the sutures being tied instead of being anchored to the bone with the pushlocks.